Manufacturer narrative:
Conclusion: according to the received information from the field, a migration of the floating mass transducer (fmt) due to undetermined reasons was observed. Reportedly the fmt was visible in the radical cavity. A revision "surgery" was carried out successfully and the fmt was re-positioned on the round window. The device remains implanted and in use. This is a final report.

Event description:
The surgeon reported that the floating mass transducer (fmt) was dislocated and visible in the radical cavity. There is no information on when the dislocation occurred, what caused the dislocation and how the user's current hearing performance is compared to previous performance before the dislocation. A repositioning surgery took place on (B)(6) 2021. The conductor link and fmt were freed very smoothly from the connective tissue and then the radical cavity was repaired. The surgeon cleaned and repaired the cavity and found a way to place the conductor link under thick and healthy skin. He also fixed it at one point with bone wax. The fmt was repositioned on the round window with the round window coupler (old version). Four different checks were done on the device throughout the procedure which all showed the device was still functioning.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The surgeon reported that the floating mass transducer (fmt) was dislocated and visible in the radical cavity.